Event description:
On (B)(6) 2012, it was reported that the buttons on the infusion device are not responding. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for product eval.